Event description:
It was reported that the catheter was unable to pace. The catheter was replaced with a different model, "pe075f5" and the problem was solved. The customer commented that the catheters were placed at the same position. There were no patient complications reported.

Manufacturer narrative:
The reported defect was not confirmed for "unable to pace". However. A different problem was identified during evaluation. The product evaluation consisted of - visual inspection, continuity testing and balloon inflation. The catheter body appeared to be in good condition. There was no visible damage observed from the catheter body or returned monoject 1.3cc limited volume syringe. However, balloon inflation testing revealed that the balloon inflated but failed to maintain inflation due to leakage. Leakage was observed at a partial bond separation at the proximal edge of the proximal electrode. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. During the analysis it was determined that this was manufacturing related. An investigation was opened to address complaints of this type.